Event description:
Procedure type: laparoscopic rt colectomy. According to the reporter: a leak occurred at the site of the enterotomy on a side by side colon five days post operation. An eea linear stapler was used to create the anastomosis. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).